Event description:
It was reported by service report that the siderail on the left side footend was broken and would not lock in the up position. The customer could not determine whether there was pt involvement or adverse consequences occurred.